Manufacturer narrative:
The reported event of hematoma was not confirmed. As received, a device was returned elective replacement indicator (eri) for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No other anomalies were identified.

Event description:
It was reported that the patient was symptomatic of hematoma the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.